Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: catalog number enlw1613c124e, serial number (B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that the patient presented emergently post index procedure. It was found that the stent grafts were occluded. The patient received treatment. The physician used a fogarty catheter several time to remove the blood clots on both sides to obtain enough blood flow. The physician then implanted an aortic cuff and three limb extensions, resolving the occlusion. Per the physician, the cause of the stent graft occlusion was due to small and diseased right external iliac artery; the occlusion in the right external iliac artery extended up to the stent grafts. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.